Event description:
Report received from abbott international (abbott canada) which states "a pt was admitted with a diagnosis of pneumonia. No chronic history reported. The pt arrested later that evening. There was an attempt to insert a temporary pace wire via the swan ganz. The physician was unable to thread the wire and the pt subsequently died." Upon further query, the following info was received: "upon admission to the hosp the pt was not in critical condition. The pt was initially admitted to the regular medical floor and was then transferred to the ICU when the pt's condition became critical. The pa catheter was inserted in 2001 and the pt arrested the same day. The underlying cause of the arrest was respiratory distress, which led to severe hypoxia. The pt's respiratory status was being managed but the severe hypoxia is what lead to the full arrest. The arrest was related to the pneumonia. The pt was on an external pacemaker." Additional pt and event info was requested, but no further info was available. The reporter indicated the pt's death was related to the medical condition.